Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device migrated into her uterus") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic and abdominal pain") and abdominal pain ("severe pelvic and abdominal pain"). The patient was treated with surgery (in (B)(6)2016, surgery to remove the essure device which had migrated into uterus). Essure was withdrawn. At the time of the report, the device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered device expulsion, pelvic pain and abdominal pain to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her essure device migrated into her uterus (seen as device expulsion). Consumer underwent a surgery to remove the device around four years after insertion. The reported event is anticipated in the reference safety information for essure. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident due to the required surgical intervention. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her essure device migrated into her uterus (seen as device expulsion). Consumer underwent a surgery to remove the device around four years after insertion. The reported event is anticipated in the reference safety information for essure. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident due to the required surgical intervention. In addition, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process